Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate high voltage therapy due to post-sensed t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.